Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle precisionglide 22x1-1/4in experienced a mix of product types in a pack. The following information was provided by the initial reporter: in the row with 10 units, there is one unit that seems to be a needle of length 25x6.

Event description:
It was reported that the needle precisionglide 22x1-1/4in experienced a mix of product types in a pack. The following information was provided by the initial reporter: in the row with 10 units, there is one unit that seems to be a needle of length 25x6.

Manufacturer narrative:
H.6. Investigation: photos were received for the complaint, where it was possible to observe mixed needle. As verified in the production history, the cause of the occurrence for this case was the mixing of the product due to a failure in the cleaning of the equipment. In-process inspections were performed as retention records were analyzed and tested, and no defects were found. The line cleaning procedure has been revised and operators have been trained on cleaning points. The operators of the line involved will be notified of the occurrence and will receive additional training on the line cleaning procedure. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.